Manufacturer narrative:
It was reported that the patient had stimulation in burst and when programming the ipg exchange alert appeared in the clinical programmer. The ipg implant took place on (B)(6) 2023. Analysis of the device was requested. The doctor establishes a continuous therapy and has high parameters. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
D6b - date of explant is unknown.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data: d6b - date of explant.

Manufacturer narrative:
The report that the ipg was revised due to end of life (eol) was confirmed. Analysis and a longevity calculation of the returned device confirmed the device declared end of life (eol) and the battery depletion was due to usage. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is receiving therapy but will likely require surgical intervention to address the issue.